Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic insert was analyzed and found to have teflon pad damage. A piece of the teflon pad was broken at the tip of the pad. The missing material was not returned with the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic insert with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after the harmonic ace instrument was opened, it had not yet been used in surgery. The nurse in the operating room discovered that the white pad on the blade head was already damaged. The procedure was completed with no patient harm.